Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral umbilical hernia. It was reported that after implant, the patient experienced infection, purulence, and draining sinus tract. Post-operative patient treatment included revision surgery, antibiotics, closure of umbilical hernia defect, and a mesh removal surgery.